Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing and a follow up report will be filed when the investigation is complete.

Event description:
It was reported that the tubing between the reservoir and the blood bag came out of the reservoir. This was discovered prior to placement on the pt. No blood was collected or discarded with this device. The account had a back up on hand to complete the procedure with no adverse consequences alleged.